Event description:
This rv lead was implanted on (B)(6) 2015, and remains implanted at this time. A call was placed to technical services on (B)(6) 2017, stating due to t-wave oversensing and inappropriate shock. On stored strip appear r-waves is 2-5 to 3mv, had the representative measure and t-waves is .9mv. The following physician was dr. (B)(6). No known facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).